Manufacturer narrative:
E.4.: the initial reporter also notified the FDA on (B)(6) 2023. Medsun report #(B)(4). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a clog in the needle. There was no report of patient impact. The following information was provided by the initial reporter: went to injection local lidocaine prior to performing nerve block and the medication would not come out of the needle. He twisted the needle off and the medication would come out of syringe but with the needle on it would not. We saved the defected needle and packaging. Bd safetyglide needle 25g x 1 lot #2195356. Exp. 6/30/27. Background: event date: (B)(6) 2023. Ih #: 93018307. Mfg #: b-d305916. Description: needle 25gax1 safety glide 305916. Sample available : y/n (if sample is available and would like it sent for your evaluation, please reply all and attach a return shipping label via email). Lot #: 2195356. Assessment: was there injury? No.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-jul-2023. Investigation summary: two samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Both samples did not expel the solution; these needles are clogged. A device history record review was completed for provided lot number 2195356. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, two lots were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a clog in the needle. There was no report of patient impact. The following information was provided by the initial reporter: went to injection local lidocaine prior to performing nerve block and the medication would not come out of the needle. He twisted the needle off and the medication would come out of syringe but with the needle on it would not. We saved the defected needle and packaging. Bd safetyglide needle 25g x 1 lot #2195356 exp. 6/30/27 background: event date: 6/7/2023; ih #: 93018307; mfg #: b-d305916; description: needle 25gax1 safety glide 305916; sample available : y/n (if sample is available and would like it sent for your evaluation, please reply all and attach a return shipping label via email.) Lot #: 2195356. Assessment: was there injury? No